Manufacturer narrative:
The insulin pump failed displacement test. An alarm confirmed in alarm history screen, and motor error alarm during rewind due to motor encoder out of phase. The insulin pump was received with cracked case on display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving a motor error alarm and a motor position encoder error alarm. Customer reported that insulin pump was exposed to MRI. Customer reported that drive support cap appeared normal. Customer's blood glucose was 54 mg/dl due to over delivering of manual injection. Customer was advised that insulin pump would need to be replaced.